Event description:
It was reported that the customer experienced high blood glucose levels during surgery. The reported blood glucose reading at the time of the call was 600 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but there was no tubing clamp for the high pressure test. The caller requested a replacement insulin pump because the customer changed the infusion set three times, and continued to experience elevated blood glucose levels. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.